Event description:
Customer reports that the needle tip broke during skin closure following a breast biopsy. The needle tip was retrieved. There are no reported adverse consequences to the pt related to this event.